Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 569 mg/dl. The cause of the high bg was unknown. Additional information was not provided, and customer declined further troubleshooting.